Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently responding to button presses. The keypad was intact, but the lettering was worn. The keypad was removed and adhesive/contamination was observed under the button contacts.

Event description:
The pt contact animas alleging that the pump was not responding to every button press. The pt claimed that the keypad was not peeling, but was worn. The pt denied that the device was exposed to water.